Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter's phone number (B)(6).

Event description:
The customer reported that the device speaker was found to be defective. There was no reported adverse event to any patient or user.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and determined that the device speaker needed to be replaced. Results of functional testing indicate the device speaker was faulty. The device speaker was replaced to resolve the device issue.

Event description:
The customer reported that the device speaker was found to be defective. There was no reported adverse event nor clinical effect to any patient or user.